Event description:
The customer reported "around 4:50 am pt became restless with noticeable respiratory/mental status changes. The nurse notified the physician on call and received orders to have an abg drawn. During this time the pt was on 2l nc, masimo sensor reading is documented at 97%, and the sensor is on correctly on the left hand. Below are the abg results drawn at 04:52 am. The nurse then received orders to have the pt re-intubated around 5 am. Pt remains intubated this morning, is in the process of being weaned, and no further detriment to the pt is noted in the nurses notes".

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow up report will be submitted.